Event description:
The customer reported that during the procedure, the cannula was stuck on the trocar. The surgeon used another trocar to finish the case. There was no pt injury.

Manufacturer narrative:
Investigation, including root cause analysis is in progress. This report mailed in to FDA on : 12/19/2007.